Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approximately 18 months post procedure the pt experienced pain. A CT scan revealed one of the anchors had dislodged. The pt subsequently underwent removal of one anchor and bone debridement. The pt was placed on antibotics and their condition is good. The one anchor that was removed was destroyed by the user facility and not returned for evaluation. Therefore, no failure analysis will be available.